Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a left-side deflation. The device has been explanted.

Event description:
Healthcare provider called to report a left-side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and orange particles in the fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d1, d4, d6b, d9, g1, h3, h4, h6.